Manufacturer narrative:
Additional information requested but not received yet.

Event description:
It was reported that patient's implantable cardiac defibrillator (ICD) exhibited ventricular over-sensing. No intervention was performed. Patient condition was unknown.